Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the pst connected the ccm to lab use only (luo) testing equipment. During testing for the screen reportedly going blank, he also found that the touchscreen was not responding to touch. After replacing multiple components with luo components, it was determined that the ccm touchscreen was defective. The product will be sent to service to be brought to manufacturer specifications before being returned to the customer. This complaint is related to (B)(4) / MFR # 1828100-2022-00364. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during laboratory analysis of the device, the central control monitor (ccm) touch screen panel was not working. There was no patient involvement.